Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/19/2025, it was reported that the user experienced blood glucose fluctuations between 56 mg/dl and 307 mg/dl. The caregiver stated that usual meals were announced and carbohydrate intake was consistent. The user treated a low bg with blueberries and high bg was corrected by the ilet algorithm. No external assistance or medical intervention occurred.